Event description:
It was reported that during an unk procedure, the circulator said the stapler got stuck closed. The surgeons couldn't open it back up after it was out and off the patient. There was a 5min of surgical delay was reported. No patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent: 5/23/2026 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue? If yes, how was the device removed? Did the device eventually open? Was the device not able to be removed and subsequently the tissue was cut? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.